Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely that a faulty cable caused the failure. However, it is unknown what caused the cable to fail. This issue is addressed in the instructions for use (IFU): do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, there was a camera connection error on the 4k camera head. The customer is requesting that the cable be looked at. During the inspection and testing of the returned device, a e219 scope communication error (no image) occurred due a faulty cable. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿ s allegation of a camera connection error could not be confirmed. However, a e219 scope communication error (no image) occurred due to a faulty cable. The cable was not recognized by the processor. Additional information was requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.